Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set was leaking from an unspecified location. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and blockage testing was performed and no leak was noticed; however, a blockage was noted between the tube and female luer. The reported leak was not identified; however, no flow was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.